Event description:
A customer reported error message ¿2012 air detected (diluent)¿ on the aia-360 analyzer. The customer verified that there was enough diluent. A tosoh technical support specialist (tss) had the customer clean the detection prongs and check the cable and tubing connections were within specifications. The customer was able to complete three successful primes. The customer called back stating that the error reoccurred after running three specimens, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse primed diluent and checked the diluent well and observed that no diluent was pumping into the diluent well; diluent pump was not turning on. The fse replaced the diluent pump and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run, priming the pump without error and within acceptable ranges. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three similar complaints identified during the search period, including this case. The aia-360 operator's manual under section7-1: error messages states the following: (2012) air detected (diluent) description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a faulty diluent pump.